Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured november 6, 2014 to november 7, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a leak at the fill port. There was no patient involvement. No additional information is available.